Event description:
It was reported that the patient was admitted to the emergency room (ER) with lightheaded, dizziness, and receiving an implantable cardioverter defibrillator (ICD) shock. A review of the stored electrogram indicates that the patient was inappropriately shocked by the device for detecting an atrial arrhythmia with rapid ventricular response (rvr) as a ventricular fibrillation (vf) episode. The device remains in use. It was further reported that the right ventricular (rv) lead has oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.